Manufacturer narrative:
This report is submitted on november 04, 2022.

Event description:
Per the clinic, the patient experienced trauma to the implant site (specific date not reported) leading to explantation of the device on october 14, 2022.